Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 500 mg/dl, 181 mg/dl, and 89 mg/dl. No adverse event reported. The alleged product was replaced and requested to be returned for evaluation.